Event description:
Information received indicates the mattress cover outer layer is peeling away allowing some minor fluid ingress into the mattress.

Manufacturer narrative:
The technician replaced the cover with a mattress revitalization kit to repair the bed.